Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the display was fuzzy and then went white. The customer reported there was no patient involvement.

Manufacturer narrative:
Serial number unknown. Several parts were replaced to address the reported problem. No information was provided asto what parts were specifically replaced. No patient information provided by the customer. All follow up attempts were made. No further response provided by the customer.